Manufacturer narrative:
Date sent: 3/4/2009. Evaluation summary: the device was returned and glue was observed near of the catheter connection, this glue appeared to block the balloon. Functional tests were performed. A leak test was performed on the band/balloon with unsuccessful result. A blockage was found. A leak test was performed on the port with successful result. No blockage was found. An injection test was performed on the needle with successful result. No blockage was observed. A functional test was performed on the applier with successful result. The applier locked and unlocked correctly the injection port.

Event description:
It was reported that during an adjustable gastric band procedure, the balloon would not deflate during testing. Another band was used to complete the procedure. There was no pt involvement.